Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Unknown location of device. This relates to the left side.

Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2022-22880. All information has been consolidated into this report.

Event description:
Healthcare professional reported "left breast implant showed no significant abnormalities" on an MRI.